Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device malfunctioned overtime due to fluid loss from a hole in the reservoir. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There were no patient complications.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device malfunctioned overtime due to fluid loss from a hole in the reservoir. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There were no patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the device performance issue was confirmed as a hole resulting in fluid leak would lead to a limited device function. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had a leak from a hole in the kink resistant tubing (krt) that was the result of a sharp instrument damage which probably occurred during the explant surgery. Cylinder 1 was not pressure tested due to leak that was identified. Cylinder 2 passed all tests performed. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the device. The reservoir was visually inspected, leak tested and microscopically examined. The reservoir had wear at a fold in the reservoir shell. There was a leak at corner of a fold from a hole at the bottom of the reservoir shell that was the result of wear at a fold. Product analysis confirmed the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen, based on the failure of the reservoir due to the hole and fluid leak that were identified.